Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not provided. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Eight years after the centpillar surgery, the patient fell and a fracture around the stem has occurred. Revision surgery was performed.